Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for (B)(6). The fse decontaminated the system and replaced several ise (ion-selective electrode) module parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system due to contamination. Cultures of the system were positive for (B)(6). No erroneous results were reported out of the laboratory. There was no change to the pts' care or treatment.